Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during laparoscopic colectomy procedure, the stapler was fired and the cartridge removed. Customer stated they could not reload it. It appeared the bottom portion of the reload (silver housing) remained in the end effector of the stapler. Case completed with another device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m53g1u. The analysis results that one psee60a device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was received inside a plastic bag with damage on the proximal end. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications.